Event description:
This device was received as an unanticipated return. Initial examination of the device revealed peeled coating.

Manufacturer narrative:
Device evaluation: two devices were received in a generic plastic bag. Visual inspection revealed that the device is slightly peeled and the distal end bent at approximately 136.5cm. Measurements of all the outer diameters met specifications. The batch number is unknown; therefore, the manufacturing records for the complaint device cannot be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors.

Manufacturer narrative:
(B)(4).

Event description:
This device was received as an unanticipated return. Initial examination of the device revealed peeled coating.